Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that a piece of the device broke off during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: in the last week we have had three brand new cobras break in the first case. All three were broken by surgeons that do not typically break/bend cobras. First two bent in one case that cuff was no too thick or too big of a bite was taken. Third one, the capture window broke off while passing suture. We were able to find the broken off part in one piece. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be: 1) use of excessive force, 2) attempt to load or pass incompatible suture, 3) attempt to pass through thick tissue or bone, or 4) excessive tissue loaded into jaws. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The manufacture date is not known.

Event description:
It was reported that a piece of the device broke off during the procedure. The piece was retrieved.